Event description:
It was reported the pt was unable to charge their device. It was unk whether the device flipped within pt, so the physician replaced the device. Pt's status unk. Additional info has been requested and will be made as follow-up as it becomes available.

Manufacturer narrative:
(B)(4)